Event description:
The emergency room doctor called to report the pt's blood glucose was "out of whack" and he was admitted to the hosp for high bg. They placed him on a couple of intravenous drips. There was no bg level or history provided.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.